Event description:
The customer reported that an ICU patient had an infusion of tpa 25mg in 1000 ml normal saline running at 20ml/hr. A new one liter bag was hung at 8:55 pm on (B)(6). At approximately 1:00 am on (B)(6), the nurse responded to an unspecified alarm from the pump, reportedly indicating the infusion had run dry in four hours. There was no fluid leak noted by the user. This was a continuing intra-arterial infusion started in interventional radiology on (B)(6) at a dose of 1 mg/hr (40 ml/hr). There had been a change in parameters on (B)(6) with the dose decreased to 0.5 mg/hr (rate 20 ml/hr), reportedly to end at 11:19 am on (B)(6). The on call physician was notified, vital signs were checked and unspecified stat labs were performed, no results were provided. It was reported that the patient suffered no ill effects. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
MFR's report date: 05/20/2015. (B)(4). The customer's report of a possible over infusion of tpa was not confirmed or replicated. After the event, the device was returned by the customer to service. During servicing, the mechanism assembly, rare case, door/keypad, and male/female iui connectors were replaced. It is possible that the reported over infusion of tpa was related to the parts replaced during this servicing; however, this could not be definitively determined. Review of the pcu event logs showed that the source pump module was initially programmed for the drug alteplase (tpa) on (B)(6) 2014 at 3:20 pm as a custom concentration at a drug amount of 25mg and a dose of 1mg/hr. The infusion program began infusing at a rate of 40ml/hr. On (B)(6) 2012 at 2:24 pm, the user changed the dose to 0.5mg/hr which resulted in a rate change to 20ml/hr. The pump module then experienced two air-in-line alarms on (B)(6) 2014 at 1:07 am. Two delay infusions were programmed by the nurse. At 1:51 am, the user powered off the pump module device. The total volume infused for the alteplase infusion was calculated by the device to be 803.93ml. MFR's report date: 05/20/2015. Inspection of the returned pump module found the device to be in good condition with no anomalies. This inspection was done after the pump had been serviced. Results of rate accuracy testing performed at the incident rate of 20ml/h indicate that the system is delivering within spec. During testing, there were no periods of unregulated flow observed. The root cause of the customer's report of a possible over infusion of tpa was not determined.

Manufacturer narrative:
Manufacturer's report date: 06/30/2015. Internal file no: (B)(4).